Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review was performed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device passed both electrical and functional returned instrument testing evaluation ((B)(4)) tests. The reported inaccurate fluid reading was unable to be verified during sample analysis as no nonconforming product was discovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. A check of the pneumatic system found no issues. The service history records showed that the device was previously serviced for a similar issue. Both the pump and digital printed circuit board were replaced during those service events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the total ultra filtration (uf) was different than the weight in the bag. The care giver (cg) stated the bag weighed more than what the home choice (hc) was displaying. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.